Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction; the se replaced the graphic user interface (gui)printed circuit board (pcb), backlight inverter printed circuit boards (pcbs), and alternating current (ac) power cord. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's display went dark. The ventilator was not on a patient at the time of the event.